Event description:
It was reported that after a procedure, blood was observed on the tip of the probe after removing the sterile disposable cover. The cover was probably damaged during the procedure or was defective. No patient complications were have been reported as a result of this event.